Event description:
It was reported that the patient's pump was lying sideways. At the patient's last pump refill, the physician had to turn the pump over in order to fill the pump. The medication being delivered via the device system was not reported. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B) (4).